Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, immediately after opening the pack and before using the stent, the stent was noticed to be torn.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaints on the lot number 9627303. According to the picture received we can determine that the incriminated lot number of ycv35590 is 9369670. Documentary's investigation revealed no anomaly registered during production. This stent reference has eyes positioned on either side of the tube rather than staggered. This position of the eyes creates fragility at this level of the stent. This defect may be caused by excessive force applied to the stent, leading to elongation and damage. Checking the quality databases revealed no anomaly in relation to the describe defect.

Event description:
According to the available information, immediately after opening the pack and before using the stent, the stent was noticed to be torn.